Event description:
Customer reported on two occassions, the left monitor would not turn back on after system entered sleep mode and an exposure was attempted. System had to be rebooted and case was completed without any other incidents. There was no patient injury reported with this issue.

Manufacturer narrative:
The ge service rep could not duplicate. Put system into sleep mode several times but problem did not reoccur. Replaced display adapter pcb as a precautionary measure and tested. System performs as intended.